Event description:
Customer stated that she changed the infusion site. Customer was experiencing high blood glucose. Customer stated that this means the cannula was bent. The insulin pump did not alarm no delivery. The blood glucose reading was 161 mg/dl. Customer also stated that the lcd screen was damaged. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.